Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: this end of the session occurring upon printing operation was related to a wrong management of internal data by the programmer: the occurrence of such an event is remote. The pt file generated by the user after implant software upgrade showed inconsistent dates of recorded episodes, because the time reference used to calculate these dates had been erased during the upgrade. Correct dates can be found in the file automatically generated by the programmer before the upgrade. Since (B) (4) was reprogrammed during the (B) (6) 2008 follow-up, all records in implant were erased; next follow up will show correct dates for all records episodes. Both these events had no consequence on implant normal operations. It can remain implanted without further action. No correction for these programmer software anomalies is planned, because: conditions to encounter similar event are rare, there is no consequence on pt safety, correct recorded episode dates can be retrieved from the pt file recorded before the embedded software upgrade.

Event description:
After the embedded software upgrade of the device involved in this report, the programming session was ended abruptly. No new interrogation of the device was performed, but files saved by the programmer were reviewed: date of recorded episodes were found to be wrong.